Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because the patient was leaking urine. The pump and balloon components from the existing aus were explanted and replaced with new components. The existing cuff component remains implanted in the patient. The patient was reported to be recovering after the procedure. The explanted aus components are not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.